Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set leaked from an unspecified location; further described as the caregiver (cg) noted a leak on the floor, checked the bags and there was no leak. The cg lifted the homechoice (hc) device and noticed fluid leaking which appeared to be coming from the hc. This was identified during patient set up for automated peritoneal dialysis (pd) therapy. The home patient was not connected at the time of the event. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.